Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a white-clouded area with a chip; the paint on the air and water cylinders was peeled; the paint on the suction cylinder was peeled; the suction cylinder was shaved; switch 1 had a scratch; the universal cord had a wrinkle; the indication on the scope connector was peeled; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope presented a problem with the aspiration system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps channel had a foreign body. This report is to capture the reportable malfunction of a foreign body found on the forceps channel noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel] 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.